Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device overheating at the bearings in the tip 119 degrees. Therefore, the reported condition was confirmed. It was also noted that the root cause of the heat was from worn out bearings and the component damage was caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.